Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082513.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter passed testing; the primary complaint was not confirmed. A secondary issue was noted, the meter was found to have a defected capacitor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the healthcare professional/reporter, the patient's nurse, in (B)(6) contacted lifescan to report the one touch vita meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. The patient alleged she had obtained inaccurate readings with the reported meter since (B)(6) 2010. On (B)(6) 2011 at 5:25 pm the patient obtained the blood glucose reading of 216 mg/dl on the reported meter. Based on this reading, the patient adjusted her insulin dose and took 26 or 28 units novomix insulin. On (B)(6) 2011 at 4:38 am the patient's children found her drooling and unconscious. The patient's blood glucose level was tested to be 66 mg/dl. The patient's children attempted to treat her with soda, and contacted emergency services. Paramedics and a physician arrived at 5:00 am and tested the patient's blood glucose level to be 37 mg/dl. The patient was treated with oxygen and intravenous glucose, and was revived. The patient manages her diabetes with novomix insulin, and the oral diabetes medications novonorm (repaglinide) 1 mg and stagid (metformin) 700 mg. The patient also takes several other medications for hypertension and hyperlipidemia, a stomach acid inhibitor, a diuretic and aspirin. On (B)(6) 2011 at 9:44 am the patient obtained the blood glucose readings of 424 mg/dl and 144 mg/dl within 20 minutes. Troubleshooting revealed the patient's testing technique was correct and the meter was programmed for the correct unit of measure. No information was available as to the condition of the test strips. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms of severe hypoglycemia and coma after she took insulin based on an elevated meter reading, and received emergency medical attention and treatment with intravenous glucose. Therefore this complaint is being reported.